Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that saline was noted coming out around the distal electrode of the left ventricular (lv) lead when the lead was flushed prior to implant. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.